Manufacturer narrative:
The device reference in this report has been isolated and is currently being retained by the user facility for litigation. A review of the instrument history revealed that the device was previously returned to olympus on march 1, 2016 to have the elevator mechanism replaced in accordance with the olympus tjf scope corrective action. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that this the user facility¿s 14th esbl ecoli patient infection associated with this duodenvideoscope. The user facility reported that to date above 70 patients have been notified due to their exposure to the device. Although, the scope cultured negative for microbial growth it has remained isolated since march 2016. Based on the new information olympus will be filling three initial mdrs to account for 1 patient death and 3 additional patient infections. Please also cross reference the 10 previously reported events with MFR. Report numbers: 2951238-2016-00414, 2951238-2016-00414, 2951238-2016-00318, 2951238-2016-00319, 2951238-2016-0070, 2951238-2016-0071, 2951238-2016-0072, 2951238-2016-0073, 2951238-2016-0074 and 2951238-2016-0075.

Event description:
Olympus received a mandatory medwatch ((B)(4)) form which reported that a patient developed an extended-spectrum beta-lactamase (esbl) ecoli infection and expired after undergoing an endoscopic retrograde pancreatography (ercp) procedure using a duodenovideoscope. The medwatch reports that patient¿s procedure was completed with no noted complication at that time. On (B)(6) 2016, the patient presented to an outside hospital emergency department symptomatic with complaints of diffuse radiating pain throughout her abdomen on a scale of (8/10) with associated nausea, vomiting, shortness of breath, chills and constipation with last bowel movement several days prior despite the use of laxatives. The patient denied having a fever. It was reported that patient¿ symptom began at home and prior to arriving at the emergency department the patient took three doses of morphine but the pain persisted the patient¿s reported vital signs upon arrival included: bp 68/42, hr 120, t 98.1 °f (36.7 °c), rr 20, 02 saturation 95 % on ra. The patient was given a fluid bolus with normal saline and was started on 1000 mg IV ertapenem. The medwatch reports that it was decided that patient would pursue comfort care. Care was transitioned to palliative care and the patient was discharged with home hospice. In addition, the medwatch reports the uch was not notified of the patient¿s death until 7/26/2016 from the patient's referring md. Reportedly, the user facility¿s infection control requested the outside hospital culture isolates for pfge testing.